Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was assisted in performing a rewind. The customer stated that they were able to complete pump rewind. The insulin pump passed all testing. The customer also mentioned that on (B)(6) 2017, they experienced a high blood glucose of up to 600 mg/dl due to high altitude up in (B)(6). The customer treated with a syringe injection. The insulin pump will be returned for analysis.